Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) issued a code indicating premature battery depletion. Technical services (ts) review was requested. It was further noted that the patient has a do not attempt cardiopulmonary resuscitation order and may not have a generator change.the s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.